Event description:
It was reported that the pt had a "sling" implanted to treat for urinary incontinence. The type of sling and date of implant were not provided. Additional information indicates that the pt experienced recurring incontinence. The sling had been previously removed, the date of removal was not provided. An alternate ams incontinence device was implanted on (B)(6) 2012.

Manufacturer narrative:
It is unknown what ams mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.